Manufacturer narrative:
(B)(4): the device was not returned for evaluation but a device history review was obtained for lot number 78972. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018 it was reported that a patient underwent a surgical procedure using emt1 and max3 devices. When the tricuspid valve annulus ablation was performed by using max3, about 6 seconds later the tissue was damaged . The section was repaired with the intracardiac patch ¿ pledget. After the tissue was repaired, the operation was completed without any further problems and the patient was in stable condition. There were no reported device malfunctions.